Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide that the actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the product code/lot # involved. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities has been found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory assures the quality of this product by performing the following controls. 100% insertion inspection is performed by passing a guidewire through the dedicated tool to confirm that there is no anomaly such as peeling of the outer layer or adhesion of the foreign substance on the surface of guidewire. Before the packaging process, a 100% visual inspection is performed to confirm that there is no exposure of the wire or anomaly in the appearance. The instructions for use (IFU) of this product includes the following warning. [Warnings]: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to document the system outage experienced on 23 nov 2024. An initial attempt to submit the report was made on 23 nov 2024 at 10:00 am, but the FDA esg system was down. Contacted FDA help desk at esghelpdesk@FDA.hhs.gov and received confirmation of the outage. Advised to resubmit once the system was operational. The report was resubmitted on 24 nov 2024. The email from the help desk confirming the outage and advising resubmission is attached.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D2b: procode: dqx & gcj. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the product with the product code/lot# involved confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the product code/lot# involved from other facilities. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported the physician accessed the right common femoral artery and proceeded with an up-and-over approach to conduct a diagnostic angiogram on the left lower extremity. The patient had an existing right iliac stent protruding 1-2 mm into the aorta. During navigation past the stent into the left iliac artery, the physician encountered resistance. Subsequently, when withdrawing the glidewire from the catheter, it was observed that a segment of the wire's polymer jacket had detached. The detached segment was expelled from the catheter upon flushing and collected for return to terumo for examination. The procedure conducted was a left lower extremity angiogram. No blood loss was reported.